Manufacturer narrative:
Customer was offered another pump but had declined because she had weaned off the pump. The customer was contracted by a medela clinician on (B)(6) 2016 and indicated that she was exclusively pumping when she developed mastitis and received antibiotics.  The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 that her pump in style breastpump had low suction. She was working with a clogged duct at the time and had previously had mastitis. She was not currently receiving medical intervention at this time.